Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device header was examined. Visual inspection noted a slight upward bowing in the capture washers. All setscrews moved freely and operated normally. An is-1 lead was inserted into both ports, with no issues observed. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that during a routine change out procedure for this pacemaker the right ventricular (rv) lead setscrew wouldn't loosen causing damage to the competitor's rv lead. The rv lead had to be replaced. No adverse patient effects were reported.